Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the meter issue began on (B)(6) 2017 at around 7pm. He reported that he obtained a blood glucose result of ¿250 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with insulin (no adjustments), and took his normal 10 units of novolog insulin in response to the ¿250 mg/dl¿ result. The patient alleges that roughly 30 minutes later he developed symptoms of ¿stomach pains, dizziness and trouble standing¿, and woke up in an ambulance. A blood glucose result of ¿22mg/dl¿ was obtained on the emergency services meter, and he was treated with ¿stuff to raise his blood sugar¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for a low blood glucose, after taking insulin based on an alleged inaccurate high reading from the subject meter.